Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were received by the post market surveillance department and a clinical investigation was completed. The results are as follows: medical records do not contain recent dialysis progress notes, labs results, diagnostic results or history and physical for review. The most recent potassium and bicarbonate levels were done on (B)(6) 2015 and were within normal limits. Medical records reveal patient's first date of dialysis was on (B)(6) 2014. Documentation in the medical record reveal patient continued to have fluid overload and required education on fluid and sodium restrictions as well as protein intake. In addition, the patient required education on phosphate binder compliance. Medical records reveal the patient had a history of atherosclerotic heart disease, congestive heart failure and hypertension. These aforementioned diagnoses along with non-compliance with fluid restriction an sodium could contribute to the patient's cardiac arrest. There is no documentation in the medical record that indicates the patient went to the hospital. Medical records do not contain an autopsy report or death certificate for review. There is no documentation in the medical record that indicates a causal relationship between the 2008t machine and the patient's cardiac arrest. There is no documentation in the medical record that indicates a causal relationship between the saline and the patient's cardiac arrest. No parts were returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Manufacturer narrative:
A manufacturing investigation and clinical investigation are ongoing and a supplemental medwatch report will be submitted upon completion.

Event description:
A user facility reported a peritoneal dialysis patient had received their first hemo dialysis treatment on the morning of (B)(6) 2015, and passed away on (B)(6) 2015 at home. The patient had reportedly arrived at the outpatient clinic with low blood pressure and labored breathing. No product problems or medical intervention was reported during treatment. The patient's blood pressure readings were brought back up in to normal range before patient was released from clinic for the day.